Event description:
It was reported that prior to use in the anatomy, while removing the orange protective sheath the rx vision stent dislodged from the balloon. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure related to the device issue. A second 3.0 mm x 12 mm vision was used in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link mini vision stent delivery system (sds) noted blood visible on the stent implant, on the tip and on the shaft, consistent with handling. The stent was dislodged and returned on the stylet, confirming the reported dislodgement. There were bent struts on the first row at the proximal end of the stent implant and a flared strut on the first row at the distal end of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends in the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. The inner diameter of the protective sheath and middle stent outer diameter were measured and met manufacturing criteria. The proximal and distal stent outer diameters could not be measured due to the damage noted. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodging. Additional handling during packing for return analysis likely contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.